Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted urgently to the cardiac care unit (ccu). After examination, it was determined that the patient had experienced a cardiac perforation from the right ventricular (rv) lead. A revision procedure was performed. The physician attempted to use an available fixation tool to retract the helix so the lead could be repositioned. However, the available tool did not work on this lead so a new lead was opened and the new fixation tool was successfully able to retract the helix. The original lead was repositioned without issue and the new lead was not needed. No additional adverse patient effects were reported, and no other surgical intervention was necessary to repair the perforation. The lead remains implanted and in service.